Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device was programmed to infuse midazolan at a rate of 2ml/hour with a volume to be infused of 100ml. The bag was found that empty after approximately 10 minutes. The hospital biomed indicated that the issue was the result of "user error" and declined to provide additional details or clinical contact. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that device was programmed to infuse midazolan at a rate of 2ml/hour with a volume to be infused of 100ml. The bag was found that empty after approximately 10 minutes. The hospital biomed indicated that the issue was the result of "user error" and declined to provide additional details or clinical contact. There was patient involvement but no harm.